Event description:
A healthcare professional reported difficulty tracking the pupil during a refractive procedure. The eye tracker was turned off and the treatment was completed with out consequences to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).